Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by initial reporter with the following verbatim it was reported by customer that being run through the IV sets. In the yellow box is what I call a backflow vale which stops (in this case) the iran from moving up the ns line. This value is defective and wasn¿t stopping the iran from flowing up the ns line.

Manufacturer narrative:
One photo was taken by the customer that does not verify the complaint. No sample was returned for investigation. Therefore, an investigation can not be conducted, due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a model and lot number was not provided by the customer.